Manufacturer narrative:
The company rep examined the system and replaced the host module and the power controller printed circuit board (pcb). The system was then tested and met specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the unit turned off unexpectedly during a procedure. The case was completed after the facility plugged the unit into a different power outlet. There was no pt harm reported. Add'l info has been requested.